Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: crease/folding of implant, malposition, and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported through regulatory agency right side "folds, waves, rotation and color modification and stage 3 shell." Device was explanted.